Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet, including readings of 55 mg/dl on a cgm with a contemporaneous glucometer value of 35 mg/dl after a meal and correction, and a separate episode where glucose rose to 212 mg/dl before declining to 58 mg/dl after corrections. Symptoms included hypoglycemia. Outcomes included self-treatment with carbohydrates without medical assistance or hospitalization. Investigation included complaint intake and case review with plans to engage field support; no device alerts or alarms were reported. Investigation of this case revealed that the cause of hypoglycemia and the accuracy concern was unclear based on available information, with no device malfunction or component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.